Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
The surgical tech dropped the tibial broach when putting it in the used instrument bucket after it was used on the pt. I was unaware at the time but the sterile processing staff notified me that afternoon that the tibial broach used during surgery that morning had some teeth broken off. There should be no impact to the pt as the part was dropped and broke after it was used in the pt.

Manufacturer narrative:
Receiving inspection reports were reviewed and no deviations or anomalies were found. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. It was reported that the tibial broach was dropped after use and broke at this time, but this cannot be confirmed. It is unknown the exact time the fracture occurred as the missing teeth were not identified until going through sterile processing later in the afternoon. The persona system surgical technique states "make sure that the cemented tibial broach inserter/extractor handle remains flush against the cemented tibial sizing plate and in full contact with the cemented tibial sizing plate and that the cemented tibial broach inserter/extractor handle does not tip during impaction". It is likely that the broach was not properly aligned during impaction and the fracture occurred during surgery or the fracture could have occurred from dropping the instrument after use. User error is the likely cause of the damage.